Manufacturer narrative:
The initial report received by our company stated that during cardiac surgery for an aortic valve replacement, a staff member noted the surgeon said a cor-knot elite" device "was improperly cutting suture" and "while loading devices, returned cut suture from the valve was frayed." The hospitals medwatch filing reported no adverse event. A conversation with the surgeon 7 days after surgery revealed the actuating purple lever was squeezed two additional times after the initial crimping on the suture that subsequently broke. As noted in the "precaution" section of this products instructions for use repeated squeezing of the purple lever can lead to over crimping of the titanium fastener and damage to the in dwelling surgical suture. The device in question was returned to our manufacturing facility to be decontaminated using routine protocol and evaluated by a senior engineer. The device performed within normal limits except that the device's actuating purple lever did not spring back to its fully forward position without manual assistance. The spring activated lever return is not required for the device's intended use for crimping the titanium fastener and trimming suture. All functional testing of the returned device confirmed otherwise appropriate functions as designed including excellent knot strength and consistent suture trimming.

Event description:
Ref. (B)(4).